Event description:
It was reported that during an implantation procedure, this device was placed in the pt and after being connected to the leads the device would not pace. The leads were ruled out as a problem after disconnecting from the pacemaker and checking the setscrews. It was also reported that the device would not interrogate. Therefore, this pacemaker was not implanted. Note: after receiving the analysis it was determined that this file should be an MDR.